Event description:
It was reported by a company sales representative that the physician relayed to him a pt complication. Per the sales representative, the physician described the complication as 'there is a dome of a bladder, gas bubble of some sort, and it got superheated, the bladder looks like it is dying or has died'. Per the sales representative, the pt was admitted in the hospital when the complication was relayed to him.